Event description:
It was reported that a leak was observed from an additional port of a small volume folfusor before patient use. The folfusor was filled with fluorouracil solution. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 13j010 was manufactured september 5, 2013 - september 6, 2013. The customer indicated that the device was discarded. Therefore the device was not returned and an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.